Event description:
"There was no product defect." This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Helthcare professional reported "attempted to inject the expander, but there was no sensation of hitting the needle guard, and neither injection nor aspiration was possible". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: detachment of device or device component.